Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this pacemaker detected high out-of-range right ventricular (rv) lead impedance measurements. Surgical intervention was performed. Visual inspection confirmed that the lead was fully inserted and secured in the device header. The lead was tested on the pacing system analyzer (psa) with normal impedance values. The lead was attached to the device and high impedances were again observed. The device was explanted without incident. After pocket closure but before the patient was transferred to recovery, the rv impedances were observed to be high. The pocket was re-opened and the rv lead was explanted and replaced. Besides surgical intervention, there were no adverse patient effects.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header noted a small hole in the right ventricular (rv) seal plug. The right atrial (ra) seal plug was intact. There were no anomalies observed on the device case. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
Boston scientific received information that this pacemaker detected high out-of-range right ventricular (rv) lead impedance measurements. Surgical intervention was performed. Visual inspection confirmed that the lead was fully inserted and secured in the device header. The lead was tested on the pacing system analyzer (psa) with normal impedance values. The lead was attached to the device and high impedances were again observed. The device was explanted without incident. After pocket closure but before the patient was transferred to recovery, the rv impedances were observed to be high. The pocket was re-opened and the rv lead was explanted and replaced. Besides surgical intervention, there were no adverse patient effects.